Event description:
It was reported the patient's device was programmed about 5 days prior to the day of report. The patient felt a little better after the programming. The patient's "biggest problem" was that he didn't sleep well and had pain in his back. The patient slept well the first 3 nights after getting programmed, then "all of a sudden, he kind of went back to his old ways of not sleeping great." The patient had sensitive and tingling feet that started the day prior to report. It was reported the patient used "tv ears" every morning, and the reporter wondered whether the tv ears affected the device, as part of the tv ears hung down to near where the implantable neurostimulators were implanted in the chest. At the time of report the patient turned off the implantable neurostimulator and did not notice a change in therapy. The patient had an appointment scheduled for february. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2013-01348 for concomitant ins.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va04nka, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va02kce, implanted: (B)(6) 2012, product type lead; product ID 37603, serial # (B)(4), implanted (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).